Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. While troubleshooting for this issue, a cartridge alarm 16 occurred. The pump was reset to resolve the issue. Additionally, it was reported that pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose level was 400s mg/dl.